Event description:
It was reported about broken truedent dentures. Doctor stated that the patient has the dentures in their mouth for 2 hours and it broke. No confirmation if it was in the mouth or it was dropped. No damage occured to the patient.